Event description:
It was reported that prior to use on a patient, the end user suspected that the cardiosave intra-aortic balloon pump (iabp) leaked helium. The iabp was sent to the clinical engineering department where it was monitored and not available for clinical use. There was no patient involvement, and no adverse event report ed.

Manufacturer narrative:
A getinge service territory manager (stm) was dispatched to evaluate the iabp. The stm isolated helium leak to multiple points at helium regulator. The stm corrected leaks and performed all functional and safety tests were passed to meet factory specifications, and the iabp was returned to the customer and cleared for clinical service.

Event description:
It was reported that while the cardiosave intra-aortic balloon pump (iabp) was in storage, the iabp leaked helium. There was no patient involvement, and no adverse event report ed.